Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient had leads (from the same lot number) implanted as part of his axium neurostimulator system. It was reported the lead implanted at l4 had migrated. Surgical intervention was undertaken and the l4 lead was explanted and replaced. Postoperatively, the patient reported receiving effective therapy.